Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the caller through the reset process, successfully resolving the issue without further errors, allowing the caller to start their sensor session.